Event description:
The customer reported that datex-ohmeda monitor, after 3 measures with the alarm, the nibp audible alarm has stopped. No patient was connected. Test was done with biomedical technician of datex-ohmeda, nibp tests with a metron qa-1290 simulator. Unit put out of use for analysis.